Event description:
A patient underwent a procedure to a 2.6mm moderately tortuous proximal cx with 80% stenosis. The de novo, 7mm, type b2 lesion was irregular and concentric, with moderate calcification and no thrombus. It was also ostial and bifurcated, requiring a double guidewire. The site was predilated with a 2.5x20mm balloon at 8atm. A 2.5x8mm cypher stent was implanted at 14atm, and a 2.5x18mm cypher stent was implanted at 12atm, both with satisfying results that were visually evaluated. The stents did not overlap each other. Four months later, the pt had restenosis proximal to the previously placed cypher stents; treatment information is unknown. The pt also had treatment of a new lesion in the 2.71mm moderately tortuous, distal cx. A 2.75x18mm cypher stent was direct stented to the site at 12atm with satisfying results. The pt was admitted with one-vessel disease and stable angina type ccs2. Preprocedure medications were aspirin, statins, beta-blockers, and anti-anginals. Residual stenosis was 10%. Timi flow was 2 pre and 3 postprocedure. Intra procedure med was plavix, and the pt was discharged the next day on permanent plavix, aspirin, and statins, and beta-blockers and anti-anginals. Four months later, a new lesion was treated in the distal cx. The de novo, 10mm type b2 lesion was smooth and eccentric, with little or no calcification and no thrombus. Preprocedure stenosis was 84% (residual stenosis not stated). Timi flow was 2 pre and 3 post procedure. There was also a restenosis proximal to the previously placed cypher stent. Per investigator, the restenosis in the proximal cx was unlikely to be related to the device and likely to be related to the procedure. Event severity was reported as mild.